Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the refrigerator door failed to stay closed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door failed to stay closed due to a damaged latch. A field service engineer replaced the latch, cleaned the microswitch connections, applied black grease, and added stabilizer to wiring harness connection to resolve the issue. The system functioned as intended after the field service engineer repaired the device.